Event description:
It is reported from a nurse that the fms leaked on a patient, and verbalized all the right means of insertion. There is no additional information and the lot number is not available.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to FDA on april 3, 2014. Convatec will continue to track and monitor such complaints according to convatec inc¿s complaint handling and CAPA procedures.